Event description:
The pt contacted animas alleging that the pump was not responding to button presses. The pt also claimed that the buttons were not clicking or springing back. He denied that the keypad was damaged or exposed to water.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.